Event description:
Treatment of two right unruptured ophthalmic saccular aneurysms measuring 2mm and 11mm x 5mm. Prior to the deployment of the pipeline, the physician used a 55cm shuttle to fit both the velocity catheter and 5fr navien catheter; however, it did not reach enough into the carotid. A neuro max catheter was then placed into the shuttle, but all catheters would not fit. It was decided to only use the velocity and marksman catheter without the help of the navien. The physician was advised against this due to the fact that the posterior genu was located prior to the aneurysm, but he proceeded forward. The velocity would not advance to the aneurysm, so he switched out to an echelon 10 catheter and tried to implant a 7 x 30 axium implant coil and a 4 x 10 target implant coil. The physician did not like the way the coils were seated in the aneurysm and replaced them with a 7 x 30 and a 6 x 15 target coil. The pipeline was then advanced through the marksman without having much support since the navien was not used and it lead to poor delivery of the device. The pipeline was stuck in the capture coil and it was manipulated causing the proximal end to deploy. The physician attempted to remove the device by pulling the pushwire to invaginate the pipeline into the marksman catheter, but the distal segment released from the capture coil which fully deployed the device. The proximal segment of the pipeline was found to be crimped. An x-celerator guidewire was advanced to the crimped proximal segment of the pipeline and a hyperform balloon was advanced to the pipeline; however, it could not be go past the crimped proximal segment of the pipeline. The physician decided to inflate the balloon and it displaced the pipeline because the x-celerator went between the pipeline and the vessel wall, which was discovered afterwards. The x-celerator pushed through the mesh of the pipeline and continued up through the carotid in the parent vessel. He used a navien and orion catheter to attempt to bump the pipeline open, but without success. An alligator retrieval device was used with the orion to grasp the proximal end of the pipeline, but it was not able to engage the pipeline due to the angle of the vessel. A carotid dissection was discovered during the manipulation and it was determined that the patient had a ccf (carotid cavernous fistula); therefore, the case was aborted. The pipeline covered the proximal aneurysm, but it was hard to determine the angiographic result due to the anatomy and location. It was reported that the patient woke up with no neurological deficits and heparin was discontinued.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).